Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01246. Related manufacturer reference number: 2938836-2020-01247. It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular (lv) lead was not capturing. The right atrial (ra) lead was dislodged and previously turned off in 2015. During lead replacement procedure it was noted that the right ventricular, ra and lv leads were adhered. The leads were explanted. The patient had no complications.

Manufacturer narrative:
A partial lead distal portion was returned in one piece with an extraction tool inserted and was measured to be 45.0 cm. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Unable to perform helix mechanism testing due to the condition it was received in. The helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.